Event description:
It was reported that the customer fell causing the pump touchscreen to crack. Touchscreen was unresponsive to touch. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.